Event description:
On (B)(4) 2014, an intuitive surgical clinical sales representative (csr) became aware of an event where a scalpel blade fell into a patient during a da vinci myomectomy surgical procedure. The scalpel blade (unknown if it was the blue blade or paddle blade) came off from the snap-fit scalpel instrument and became lost in the patient's abdomen. The surgeon took 10-15 minutes to locate the blade and was able to able to remove it from the patient without injury. No x-ray was performed. On (B)(4) 2014, intuitive surgical obtained additional information from the surgeon involved with the reported event. The surgeon stated that the instrument was used for 30-40 minutes before the scalpel came off and claimed there were no instrument collisions. The scalpel blade was removed laparoscopically after the da vinci surgical system was undocked. He confirmed that the patient was doing well and was discharged home the following day.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the scalpel blade allegedly came off into the patient and the fragment was retrieved laparoscopically during the same procedure.